Event description:
Caller reported a cgm error 42 and sought assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, which the caller successfully executed. After the reset, the cgm error code did not reappear, and the caller was able to start a new sensor session.